Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 13 years post implant, an unknown type endoleak was noted which however, was left untreated. No additional clinical sequelae were reported.

Manufacturer narrative:
The main component of the system; other relevant devices are: yrirhx14115 , s/n: (B)(4); use by date: 24-sep-2006; upn # (B)(4). Additional information received on this case reported that, per the physician, the patient may have been lost to follow up. The endoleak could possibly be a type ii endoleak or a type iii endoleak. However, a type iii endoleak was less likely. The aneurysm sac measured 6.2 cm in diameter. If information is provided in the future, a supplemental report will be issued.